Manufacturer narrative:
Sections with additional information as of 05-aug-2020: h10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 24-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 417, 365, 221 and 208 mg/dl. The customer¿s expected fasting blood glucose test result range is 110-130 mg/dl. Customer stated results from the truetrack are higher than his other device; customer stated he sees a 50-100 point difference. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification; customer had another vial of test strips that had been stored and handled correctly: lot number rw5385s, manufacturer's expiration date of 03/31/2022. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 299 mg/dl and 329 mg/dl using truetrack meter; customer also tested using his competitor's device and obtained a result of 269 mg/dl. The meter memory was reviewed for previous test result history: (B)(6).